Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. The loss of connection was caused by user error entering the wrong transmitter serial number which led to the customer experiencing a blood glucose level (bg) displayed as "high" on the continuous glucose monitor (cgm) . The customers blood glucose was corrected with a bolus via pump.